Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item shows signs of repeated use. Nicked / gouged / worn and has fractured. Visually verified two product identifiers as conforming. The device has a possible field age of over 9 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of over 9 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 : foreign country : japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor pad was damaged while inserting the femoral trial during surgery. The surgical technique was utilized. There was no surgical delay. There was no patient harm. All available information has been provided.